Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) level was 444 mg/dl. Customer was taken to the emergency room by a family member and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, potassium, and magnesium; resolving the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.